Event description:
According to the end-user: "while on an ambulance call, working a cardiac arrest, facility put the pt on the lsp backboard to move down a flight of stairs, pt was probably in excess of 300 pounds. Facility picked the board and pt up when the board folded in the middle. Facility slid the pt and board down a flight of stairs. This incident did not affect the outcome of the pt, however the incident did not affect the outcome of the pt, however this incident was somewhat embarrassing with family members observing this.